Manufacturer narrative:
The returned ipg was analyzed and revealed that the device could not be detected after several charge attempts. The device was cut open. The battery measured 1.51 volts. The device exhibited excessive quiescent current leakage (159.32 ma), low vh (high voltage) node impedance (18 ohms), and a hot spot on u2 asic (application-specific integrated circuit) (41.4 degrees celsius). The patients database could not be obtained due to the asic damage using an external power source. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Per the IFU, the following medical therapies or procedures may turn stimulation off, cause permanent damage to the stimulator, or may cause injury to the patient. If any of the procedures below is required by medical necessity, the procedure(s) should be performed as far from the implanted components as possible. Stimulator function should be confirmed after the procedure. Ultimately, however, the stimulator may require explantation as a result of damage to the device or patient harm. In addition, other risks include: electrocautery, which can transfer destructive current into the dbs leads and/or stimulator; external defibrillation (safe usage of external defibrillation has not been established.); lithotripsy (high frequency signals directed near the stimulator may damage circuitry.); radiation therapy (lead shielding should be used over the stimulator to prevent damage from high radiation. Any damage to the device by radiation may not be immediately detectable); x ray and CT scans may damage the stimulator if stimulation is on. However, x ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Based on all available information, engineers concluded that the event of the patients ipg being unable to communicate with the remote control after exposure to a plasma blade was confirmed. U2 asic of the ipg was damaged by a high voltage transient signal. The ipgs exposure to the plasmablades high frequency current caused electrical shorts within the asic u2, resulting in the reported event. A labeling review was performed and identified the event of a plasmablade being used during a revision procedure as a known risk with use of the ipg. Therefore, the probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patient was having a wound revision procedure for the second time. The surgeon used a plasma blade to repair a wound in the patients scalp during the procedure. After the procedure, the patients remote control could not communicate with the ipg. Therefore, the patients ipg was explanted. The patient is doing well postoperatively.

Event description:
It was reported that the patient was having a wound revision procedure for the second time. The surgeon used a plasma blade to repair a wound in the patients scalp during the procedure. After the procedure, the patients remote control could not communicate with the ipg. Therefore, the patients ipg was explanted. The patient is doing well postoperatively.